Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that it was not possible to interrogated this subcutaneous implantable cardioverter defibrillator (s-ICD) even after resetting the programmer. Another programmer was used with no success as well. Technical services (ts) provided troubleshooting steps for this case. The healthcare professional noted that the device has previously been interrogated and ts noted that the most current issue with the inability to interrogate the device was related to a software miss-match issue. Ts also provided steps for a possible magnet reset. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to add the patient identifier.

Event description:
It was reported that it was not possible to interrogated this subcutaneous implantable cardioverter defibrillator (s-ICD) even after resetting the programmer. Another programmer was used with no success as well. Technical services (ts) provided troubleshooting steps for this case. The healthcare professional noted that the device has previously been interrogated and ts noted that the most current issue with the inability to interrogate the device was related to a software miss-match issue. Ts also provided steps for a possible magnet reset. At this time the device remains implanted. No adverse patient effects were reported.